Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned

Event description:
(B)(6). Use of a dermatome to transplant, requiring a blade adapted. Placement of the disposable blade on the dermatome. When taking skin, the dermatome tore the skin instead of collecting it.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device history records have been checked and found to be according to the specification valid at the time of production. No further complaints registered under the same lot number. Conclusion and root cause: the failure is most probably manufacturing related. Rational: on the basis of the provided information, we assume that the failure occured during the packaging process. It is possible that two saw blades stuck together and were therefore inserted into one package. Only one saw blade per package is allowed according to specification. No CAPA is necessary.